Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a motor error alarm during basal delivery. Customer also reportedly received no delivery alarms in the past several times. The insulin pump was not dropped, bumped, or exposed to a strong magnetic field. Customer's blood glucose was 300 mg/dl. Nothing further reported.